Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl and feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin and fluids in hospital. It was also reported that the drive support cap was normal and there was also scratches on liquid crystal display. The insulin pump will be returned for analysis.